Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to customer¿s blood glucose level. Customer declined to do troubleshooting but was able to resolve the occlusion.